Event description:
It was reported that a cartridge alarm 20 occurred multiple times over the last week. There was no adverse impact on the customer¿s blood glucose level, confirmed not to exceed 500 mg/dl. The customer was advised to put the pump into storage mode and return it to tandem using a pre-paid label. A replacement pump was sent to the customer, and instructions were provided for steps upon receiving the new pump.